Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the initial drain where the home patient disconnected and reconnected solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Section ¿warnings and cautions¿, ¿perform therapy¿, and ¿troubleshooting¿ warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Section ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had disconnected solution bags and reconnected the bags to the cassette lines. The event occurred during the initial drain on the home choice (hc). The technical service representative (tsr) assisted the care giver (cg) to end therapy and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.